Event description:
The customer reported that the battery in the heartstart xl would not hold a charge in order to allow for power on of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.